Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. It was reported that the angulation of the aortic neck was approx 60-70 degrees. It was reported that approx 33 post stent graft implantation, the pt was for a routine follow-up visit. The CT demonstrated that the top ring may have separated from the graft material. There are no reported leaks thru the graft material, however, there is a slight type I endoleak present. The physician elected to place an aorta cuff with good results. The type one endoleak was resolved. The cause of the separation is unk. Films have been requested, medtronic has not been able to obtain them. No additional clinical sequelae were reported.